Event description:
Update: the patient questionnaire was received 05-23-23. The device was issued on (B)(6) 2023 and used the same evening, with the reaction the same evening. There was no medical treatment required. The patient experienced canker sores. The device was discontinued in april 2023 (exact date unknown). There are no allergies noted and no allergy testing carried out at the time of this report. With regards to the device: prior to delivery, the device was rinsed with water. The patient likewise cleaned it the water and used a toothbrush.

Manufacturer narrative:
The device has been returned. The device investigation is completed and the results are as follows: drh results: no DHR results were available for review since no lot number was provided. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. Roughness - the flange was smooth. Internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear and transparent with yellowish tint. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 12383 rev 3.0 (comfort 3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." Rpt 012620 rev. 1.0 (comfort3d bite splint verification) confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction). Corrective action: no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents and report to the manufacturer as necessary. Fmea review results: in reviewing rpt 012625 rev 1.0 -comfort3d bite splint risk management report, the reported issue has already been identified under the "customer related" process aspect. Failure mode - allergic reaction. Causes - patient develops reaction to the material components. Effects - patient discomfort, inflammation, irritation. Severity - 3 (serious; device failure results in injury or impairment requiring professional medical intervention.) Occurrence - 1 (remote; singular events, generally associated with special cause.) Risk mitigation - cured resin is biocompatible. Rpn final - 3 (low risk). This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7 is not applicable as the device is manufactured by prescription and not implantable. Section h4: manufacturing data not available at the time of submission. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that the patient had a reaction to the splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. With regards to the device, the provider was provided with a return label to return the device back to glidewell for evaluation.